Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information from the attorney of the family regarding damaged, missing, or broken retainer ring on (B)(6) 2022. Reporter alleged the customer suffered from hyperglycemia on (B)(6) 2021 resulting from use of a malfunctioning medtronic minimed 600 series insulin pump. The customer visited the emergency room for the treatment of hyperglycemia. Reporter was not able to specify the pump identifier that the customer was using at the time of the adverse event. No further details were provided. The device will be returned. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (B)(4) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.